Manufacturer narrative:
Conclusion: the complaint can be verified. Result the check button does not respond. There are particles inside the housing of the check button. The particles isolate the area of contact inside the button housing. Due to this problem the check button does not respond and is without function.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Event description:
Patient reported the ok button on the infusion device does not work. No further information is available. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.